Event description:
Customer states pt was getting high results for the last five weeks. 4 or 5 days ago the dr put them on insulin based on the device results. They state they have not been feeling well since they started taking the insulin. Level one is out of range. A request was made for the return of the suspect device and replacement product was sent.